Manufacturer narrative:
Investigation into device history logs identified driver / voltage fault. When the device was returned, internal inspection revealed traces of liquid ingress, which caused corrosion to the main pcb. The device was scrapped to prevent further clinical use.

Event description:
User reported that there was no flow, despite system indicating active rpms. The user had to hand-crank. There was no patient harm; however, this type of event is considered reportable.